Event description:
While the physician's assistant was suturing a laceration on the patient's forehead, the 6-0 monosof (monofilament nylon) broke into 2 pieces. A portion of the needle was left embedded into the tissue of the forehead. The physician's assistant was able to recover the embedded piece of needle with no harm to the patient.